Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported. Leaking helium. No patient involvement. Po: tmcx1220764 trimedx. All information given by contact person, (B)(6). Cardiosave hybrid type b plug. G1152pumcsh0000.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions) h10, h11. Corrected fields: g1 (contact person-mfg site).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that the helium leak was out of factory specifications. To fix the issue the fse tightened all of the helium connections which resolved the problem. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.